Manufacturer narrative:
(B)(4)

Event description:
It was reported that high impedance was observed on the atrial lead. No patient symptoms were reported. The lead was temporarily disabled. Testing was performed and acceptable electrical values were observed. Device reprogramming was performed and the lead was reactivated.